Event description:
A nurse reported that a system had trouble switching surgical modes with the footswitch during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported issue of trouble switching between surgical modes was resolved by a phone fix. A new footswitch and cable were shipped directly to the customer. With no additional, related information provided, the customer reported event was not able to be confirmed. (B)(4).